Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited ventricular undersensing due to atrial blanking. Possible causes and troubleshooting options were reviewed. This ICD remains in service. No adverse patient effects were reported.